Event description:
The patient reports that she has had pain periodically since the surgery. The pain is not overwhelming, but it does bother her. She has been having back pain on the right side and believes it may be attributable to her hip implant. She can't lay on her right side very long without experiencing pain. She has difficulty when getting into her vehicle. She states it hurts when she stands from a sitting position or just when she moves a certain way. She is undergoing physical therapy for her hip and back which is very painful. She was unable to follow through with the physical therapy one day because of the pain in her hip. She has not yet seen her surgeon and will schedule an appointment soon.

Manufacturer narrative:
An event regarding pain was reported. The event was confirmed. Method & results: device evaluation and results: inspection of the reported devices could not be performed as no items were returned. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: the product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusion: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.